Manufacturer narrative:
Product complaint # (B)(4). Batch # t5an24. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload loaded on the device. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. No conclusion could be reached on how the bulkhead contacts were damaged, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the laparoscopic right hemihepatectomy, could not fire farther after fired 1/3 when severing vessel on the "2rd" firing and the battery got hot. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.